Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced halos, terrible driving at night, worsening with time. Clinical reason for explant was positive dysphotopsia. The iol was exchanged for unspecified monofocal lens model 5 days following the initial implant procedure. Additional information has been requested and received stating that the iol was exchanged for non-company monofocal lens model.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company, 21.0 diopter, (1.5 extended depth of focus) lens was replaced with a non-company, monofocal, 20.0 diopter lens model due to reported "positive dysphotopsia." The product was not available for evaluation. Due to the exchange of an extended depth of focus lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).